Event description:
The device was evaluated onsite by a philips field service engineer (fse) who confirmed the reported issue. It was isolated to the display cable was loose. There was no reported patient involvement.